Event description:
It was reported that a button on the infusion device was defective. Due to the resulting unavailability of the device, the customer could not lower his blood glucose values of around 600 mg/dl and was admitted to the hospital. At the time of the report, the customer was still in the hospital and received treatment with insulin pens.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - section e initial reporter address information was updated.